Event description:
There was noise coming from the mapping catheter after placement into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for mapping catheter, 7fr webster cs bi-directional deflectable catheter, f-j curve, 12 pin w/e-z stee (per site reporter).